Event description:
It was reported that the pt developed a postauricular stitch abscess, which did not resolve with post-op antibiotics. The pt was admitted to the hosp on (B)(6) 2013 and placed on IV vancor antibiotics for one week. The pt was discharged on (B)(6) 2013. Revision surgery is scheduled.